Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient repeated already documented information. She stated that she has not been able to use the ins because since the collision it is more painful when she uses stimulation. The patient reported that she is going to court for the collision because the insurance company won't pay, and is wondering if she can obtain a print out that shows the times she has used ins. The patient was redirected to their hcp to see if they or a rep can access logs like that. The patient said her previous rep said he can't speak with her because she is in litigation right now. The patient was again redirected to hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient reported she was rear ended and after that she couldn't use the device as it aggravated the pinched nerve which was from the accident. Three years ago the patient was reached ended and now she has pinched nerves. The patient stated she has not been using her system for this entire time having it. The patient has not been able to use her device since (B)(6) 2018. The patient was wondering about getting a file showing that she has not used the device since (B)(6) 2018. It was reviewed with the patient that if her battery is in overdischarge the history will have been erased. The patient will be following up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.